Manufacturer narrative:
The device was received by resmed and an evaluation was performed. A review of the device data logs confirmed the occurrence of the reported problem. The reported failure could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while in use on a patient. The patient was removed from the device and manually ventilated until placed on a backup device. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device powered down unexpectedly while in use on a patient. The patient was removed from the device and manually ventilated until placed on a backup device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The internal battery was replaced to address the reported issue. The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).